Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer was assisted in clearing the alarm. The customer stated that the alarm occurred during basal delivery. The customer stated that she received a no delivery alarm the first attempt of the prime. The customer reset the pump and rewound and received a motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with 5 unit fixed prime. The customer stated that the pump did not alarm. The customer was advised to monitor the pump.